Event description:
Upon removal of the guidewire and the broken fragment (distal tip of the sds), the physician attempted to cross the stented segment with a couple of different unknown competitive steerable guidewires in order to post dilate, the wire was unable to cross the lesion. The pt unfortunately expired due to unrelated injuries.